Event description:
Really bad pain during sex. Have not been able to lay on my stomach since the mesh was put in. When I'm laying down or on my side, it feels like I'm being ripped open. At times I'm up thru out the night feeling like I want to throw up. I now have rec'd shots in my stomach around that area from my pcp and being sent to pain management. This is some of it. Gotten a 2nd opinion from a surgeon. I soon get this out.